Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be removed from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the reported failure was caused due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid optical laparoscope's eyepiece was broken. The issue occurred during preparation for an unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.